Event description:
According to the reporter: would not function properly, would not open or close to toggle. A new device was opened. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).